Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace sheath broke, preventing the device use due to an unrecoverable error on the system. During the use of the first harmonic ace instrument, the burn and break of one of the branches of the instrument resulted in a fragment falling into the patient's abdomen. The fragment was promptly retrieved the customer used a second harmonic ace instrument, and the cover sheath broke, again preventing the device from use and an unrecoverable error on the system was displayed. There is no further information available.